Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel perforation occurred and the patient died. Vascular access was obtained utilizing an antegrade approach. The chronic totally occluded target lesion was located in the mid to distal left anterior descending artery. Initially, an unspecified guidewire was used to cross over the middle and distal lesion and pre-dilatation was performed with an unspecified balloon. Following pre-dilatation, a 2.25 x 24 mm synergy ii drug-eluting stent (des) was advanced to the distal vessel then delivered a 3.00 x 20 mm synergy ii des to the middle lesion. As the ostium was 270 degree calcified, dilatation was performed. However, after dilatation, the ostium ruptured. A cover stent was delivered to cover the ruptured vessel. The physician used a contrast to identify the vessel and it was found that the distal vessel also ruptured. Another cover stent was delivered and covered the distal part and the procedure was completed. After the patient was stabilized, the patient was transported to the intensive care unit. However, the patient passed away in the midnight.